Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Packaging was reported to have compromised sterility.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4).the complaint states: ¿attached are cement stickers used this morning that is defective. When opening the product in surgery comes without vacuum connection.¿ there is no inference of compromised sterility in the complaint description. The device was received for investigation on 21st january 2019 (see attachment (B)(4) photos.pdf). Lot identification details were confirmed. The returned device pouch contained the syringe barrel, the mixing cap and funnel, the ampoule on the backing card and the patient labels. The device had been partly constructed as the mixing paddle/ funnel were attached to the syringe barrel. The transit cap and spatula were not returned in addition to the alleged missing vacuum connections. As not all the remaining components were returned, this complaint description cannot be confirmed. The process for packing vacu-mix plus components into the pouch is a manual one, as described in attachment ¿(B)(4) mps-a-09 appendix 3.pdf¿. The vacuum connections are packed in a discrete pouch contained with but separate from the main components. The vacuum component pouch is the second component packed into the pouch as per step 11, following the prescribed order. The subsequent components would not be added to the pouch if the vacuum connections pouch was missing. As the packing of the vacu-mix components is a manual process, an operator awareness session has been completed for the relevant staff (see attachment ¿(B)(4) operator awareness form.pdf¿). A check was made of 2 retained samples, and the component was included in each pack. Based on this evidence, the complaint could not be confirmed. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed 03 jan 19. 0 non conformances on this lot number. Final micro and sterility tests passed. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.